Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has had issues with high blood glucose and would like a new pump. Customer does not recall any significant events leading to the error. Customer's blood glucose was 440 mg/dl and 450 mg/dl at the time of incident and indicated that the high's have been happening for three weeks. The customer declined troubleshooting. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.